Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after the cartridge was filled, the cartridge leaked from the back. A new cartridge was successfully loaded to address the event. The customer's blood glucose (bg) level was 298 mg/dl and the bg level was addressed with a supply change.